Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100 percent inspected by trained operators using a minium of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested, but confirmed to not be available. (B)(4).

Event description:
A scrub technician reported that a knife was not sharp enough during surgery. There was no impact to the patient. Additional information has been requested. The reporting scrub technician later confirmed that no additional information was available.